Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a stuck button error alarm and critical pump error alarm. Customer stated that the keypad button was unresponsive. No harm was required during medical intervention. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black the customer returned the device for critical pump error (open book image) alarm, unresponsive keypad, and stuck button alarm found on (B)(6)2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, keypad voltage test, active current measurement test or verify unresponsive keypad and stuck button alarm due to critical pump error (open book image) alarm. Successfully downloaded history and trace files using thump. A review of the trace/history download reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred. The main error log reveals on (B)(6) 2022 at 03:19 there were three (3) consecutive critical error handling pump error 63 (line number 147 file number 2017) alarms which triggered the critical pump error (open book image) alarm. Further review of the history file also reveals there were three (3) stuck button alarms (01:27, 01:36, and 01:41) that occurred. The device was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and 2), vibrate harness assembly, motor, force sensor, and force sensor flex cable. The force sensor zero offset is out of specification (-1.41 v). Critical pump error (open book) alarm and pump error 63 alarm due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, cracked select button keypad overlay, and pillowing keypad overlay. Critical pump error (open book) alarm and pump error alarm are confirmed due to moisture damage. The force sensor zero offset is out of specification (-1.41 v). Unresponsive keypad and stuck button alarm are unknown due to the critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.